Event description:
It was reported that during a revision surgery to remove and replace an interbody device, it was noticed that the pedicle screws at s1 were loose in the bone in the l5-s1 posterior construct. The loosened screws were replaced and fixation was extended to the iliac. The surgeon noted that the patient had poor bone substance.

Manufacturer narrative:
(B)(4). The device or applicable imaging studies has not been returned to the manufacturer for evaluation. Unable to determine cause of the event.

Manufacturer narrative:
This device is not approved for sale in the united states; however, a like device, part number 76446540, 510k number k042025, is approved for sale in the united states.